Event description:
Related manufacturer reference number: 3006705815-2022-18271. It was reported the patient's leads had migrated. Patient reported serval falls. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.